Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument was observed to have a broken tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and it was found to have a loose grip cable at the grip hub. The instrument failed an intuitive imprecise motion test and a clip test. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip.